Event description:
It was reported that the atrial lead was undersensing p waves resulting in no atrial capture. It was also reported that the atrial lead sensitivity had previously been adjusted as the atrial lead was far field r wave [ffrw] oversensing. The device was reprogrammed and the atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: performance data regarding the lead was received and analyzed and no anomalies were found. The analyst noted that sensing was good; however, far field r wave oversensing is causing issues with the atrial channel.